Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) presented for a procedure to implant a left ventricular (lv) lead after an unsuccessful attempt at initial system implant. Upon opening the device pocket the right atrial (ra) and rv leads were found under tension, but not dislodged, due to loose suture sleeves. The physician elected to disconnect the leads from the device and advance the lead bodies to the appropriate position using a stylet. The rv setscrew was loosened and observed to remain on the torque wrench upon its removal. The physician attempted to replace the setscrew but the rv header seal ring became deformed. The physician released the ra lead without issue using the same wrench and replaced the device. A lv lead was then implanted without issue. No adverse patient effects were reported.